Manufacturer narrative:
The device was returned to zoll medical and the reported malfunction of a power reset was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The digital board was replaced as a precaution. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device inappropriately performed a power reset when turned on. Complainant did not indicate that there was any patient involvement in the reported malfunction.